Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed externalized conductors on the right ventricle (rv) lead. No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
The reported events of insulation abrasion and oversensing were confirmed. As received, only the distal portion of the lead was returned in one piece. Final analysis found that the insulation was abraded at 12.6 cm to 13.6 cm from the distal tip. The cause of the reported events was due to the internal insulation abrasion rubbing on the ring electrode conductor cable.

Manufacturer narrative:
Correction: h6 missing noise coding.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, g3, h1, h2, h6.

Event description:
New information received notes a noise complaint and the physician elected to explant and replace the rv lead. The patient was in stable condition.